Event description:
The distributor reported that their padlock clip defect closure system was unable to deploy the clip due to a damaged handle. No report of injury of procedure delay.

Manufacturer narrative:
The padlock clip is used for clip placement within the gastrointestinal tract and consists of a single-use clip within a delivery system. The clip component of the device is within a delivery housing which is mounted and secured at the distal tip on the outside surface of a flexible endoscope. A linking cable rests along the outside of the endoscope's insertion tube and connects the delivery housing/clip to a control handle and thumb actuator outside of the patient. The user depresses the thumb actuator to deploy the clip. The device subject of the reported event was not returned to steris for evaluation as the user facility discarded it. An exact cause could not be determined as the device was not returned to steris for evaluation. The DHR for the subject lot was reviewed and confirmed the lot was manufactured according to specifications; no abnormalities were noted. User facility personnel stated that there were no issues noted during their inspection of the device prior to use. Based on our investigation and similar events where the device was evaluated, improper handling by user facility personnel of the device and linking cable which is part of the mechanism to deploy the clip was likely the cause of the reported event. The instructions for use (IFU) include the following statement about proper handling of the linking cable, "avoid bending the linking cable too aggressively or using a grasping/clamping device on the linking cable as it can create a "kink" and/or disable device function." Additionally, the IFU includes instructions to inspect the linking cable for kinks prior to use, specifically, "inspect the entire padlock clip defect closure system for kinks in the linking cable or other damage to the delivery housing, control handle body, and the thumb actuator (cracks, breaks, protruding or missing parts). If damage is evident do not use this product and contact your local product specialist or customer service representative." No additional issues have been reported.